Event description:
It was reported that the customer's insulin pump was exposed to moisture. Customer's blood glucose level was 180 mg/dl. Customer spilled a glass of water no the pump. Customer reported that there was fluid under the lcd display. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded motor. No traces of moisture were noted at electronic assembly per visual inspection. The device had intermittent buttons due to light moisture damage to keypad traces. The device also had cracked lcd window, case at display window corners, and battery tube threads.